Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approximately 14cm and 16cm distal to the is-1 connector pin), which most likely occurred during the extraction procedure. In this area the outer conductor coil was deformed, where the suture sleeve was probably fixated. Further damages such as a bent distal end, probably occurred due to the mechanical forces applied during the surgery procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this lead dislodged after implant. Lead was removed and replaced with a new lead.